Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, disfiguring granulomas/ papule/ neoplasm of uncertain behavior/ lumps/ lesion (injection site papule) was deemed to meet serious injury criteria of required intervention to preclude permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a us consumer and concerns a patient. The patient was injected with a total of 3 ml of radiesse(+), into the sides of the thin boney forehead (off label use of device), on (B)(6) 2022. The patient was injected with 2 syringes of undiluted radiesse(+). The patient asked the injecting physician to fill the temples if they were able to do so. The physician said yes and proceeded to fill the sides of the forehead instead. The physician explained that they had to inject where there was bone underneath. As reported, if the injection was in the temple, it was just going to disappear. The patient was also shown the radiesse(+) box that indicated it already had lidocaine, so there was no need to add any. The patient even asked the physician how much of the prefilled lidocaine displaced the actual product, since there was still only 1.5 ml in the syringe. The physician replied that the manufacturer did not think a customer was going to ask and that they did not care. The physician guessed that about 0.3 ml of the actual product was displaced by the prefilled lidocaine. According to the patient, the physician was wrong, radiesse(+) was not already diluted at all, and the physician was supposed to add saline water with a mixing syringe. In 2022, after the radiesse(+) injection, the patient experienced a thick brick of radiesse(+) projecting out of the sides of the forehead, and disfiguring granulomas. They looked like warts on the forehead. The patient had to go to a dermatologist to do a shave biopsy, lasers and a cortisone shot. None of it worked and now the patient was going to have them excised and have a permanent scar on the face (as reported). Due to the provided information, the outcome of the events was considered as not resolved. Follow-up information was received on 09-oct-2022: this case was upgraded to serious. The case was medically confirmed. The event scar was added. The event term disfiguring granulomas was amended to disfiguring granulomas/ papule/ neoplasm of uncertain behavior, and was recoded from injection site nodule to injection site papule. The patients age, date of birth and gender (female) were provided. She was 56 years old at the time of the event. According to the patient, the injecting physician had little experience injecting radiesse(+). The patients medical history, surgical history, plastic surgery history and skin conditions were reported as none. She was using skin protection by wearing sunscreen with spf 50. She did not tan in a tanning salon. The patient had no family history of melanoma, breast cancer or podiatric foot/ankle disease. The patient was drinking alcohol (etoh) less than 1 drink per day, was sexually active, exercising once a day and never smoked. She had no podiatric foot/ankle disease. On (B)(6) 2022, the patient went to a primary provided for an evaluation and management. Her chief complaint was a growth, located on the right temple. The growth was asymptomatic, moderate in severity and was present for 2 weeks. According to the patient, the injecting physician disfigured her face. According to the examination, the patients general appearance was well developed and well nourished. The patient was alert and oriented x3, as reported. Her mood and affect were pleasant. The examination showed a papule distributed on the right lateral eyebrow and right mid temple. A dermatoscope was used during the exam and a medical assistant was present. As reported, the impression was a neoplasm of uncertain behavior. The problem was addressed as self-limited or minor, distributed on the right mid temple and right lateral eyebrow. Differential diagnosis ddx) was neoplasm of uncertain behavior versus a granuloma. The plan was a biopsy by shave method in the right lateral eyebrow. Written consent was obtained and risks were reviewed including but not limited to scarring, infection, bleeding, scabbing, incomplete removal, nerve damage and allergy to anesthesia. The area was prepped with alcohol. Local anaesthesia was obtained with approximately 0.5 ml of 1% lidocaine with epinephrine. A biopsy by shave method to the level of the dermis (sent for hematoxylin and eosin, reported as h and e) was performed using a dermablade on the right lateral eyebrow. Drysol was used for hemostasis. Following the biopsy, petrolatum and bandages were applied. The patient was going to be notified of the biopsy results and was instructed to contact the office if not contacted within 2 weeks. The patient was additionally counselled that neoplasms of uncertain behavior were able to be observed, biopsied or surgically removed depending on the level of clinical suspicion. The patient was advised to contact the office in case she developed any new lesions that fail to heal, ulcerate or bleed. The patient received a skin education and was counselled regarding sun screen (spf 30 or greater), needing to be applied during peek uv exposure (between 10 am and 2 pm) and needing to be reapplied after exercise or swimming. The abcdes of melanoma were reviewed with the patient, and the importance of monthly self-examination of moles was emphasized. If any moles changed in shape or color, itched, bleed or burnd, the patient was going to contact the office for evaluation sooner then their interval appointment. The provided also performed a focused review of systems, including hematologic/lymphatic and integumentary. There were no problems with bleeding or healing and no problems with scarring (hypertrophic or keloid). As reported, at the time of this report, the patient had a permanent scar on her face. Due to the provided information, the outcome of the event scar was considered as not resolved. The outcome of the remaining events was left unchanged. Follow up information was received on 13-oct-2022: the event term disfiguring granulomas/ papule/ neoplasm of uncertain behavior was amended to disfiguring granulomas/ papule/ neoplasm of uncertain behavior/ lumps, and the coding remained unchanged. According to the injection physician, the patient was injected with radiesse(+), into the temple area. In (B)(6) 2022, 1 month after the radiesse(+) injection, the patient reported that lumps formed. She was treated by a dermatologist but was looking for further treatment to decrease the appearance of the lumps. The patient was concerned that radiesse(+) was utilized without being further diluted and referenced this as a cause for the potential granuloma formation. The outcome of the events remained unchanged. Follow-up information was received on 19-oct-2022: the event term disfiguring granulomas/ papule/ neoplasm of uncertain behavior/ lumps was amended to disfiguring granulomas/ papule/ neoplasm of uncertain behavior/ lumps/ lesion, and the coding remained unchanged. On (B)(6) 2022, the patient saw a surgeon, for the excision of a 1.5 cm x 1 cm subcutaneous area of the right temple, after radiesse(+) filler was placed superficially, or which migrated superficially (as reported). According to the patient, the injecting physician injected radiesse(+) into the face superficially. The physician explained that the removal of this material may be incomplete due to its depth of injection into the muscle layer. The physician also explained that closure may pull on the eyebrow and distort it. The patient understood and signed informed consent for excision and closure. Specimen was going to be sent off for pathology, and if it was proved to be a malignant lesion, a reexcision with margins was going to be needed. The physician believed that this lesion was able to be excised successfully. The physician informed the patient that there were many potential complications of the surgery which included, but were not limited to the following: bleeding, infection, scarring, nonhealing wound, need for reexcision due to the positive margins, recurrence of the lesion, incomplete excision of the lesion, and a need for additional revisional surgery in the future. The area was marked, then prepped with betadine. A total of 1.5 ml of 1% lidocaine with epinephrine was used to anesthetize the area. The anesthesia was local. A 15-blade scalpel was used to excise the subcutaneous lesion of the right temple and the specimen of the skin was sent for pathology. The total excised area measured at 2 cm x 1.2 cm. This ellipse was then closed in a complex manner. The deep dermal layer was reapproximated with 5-0 buried monocryl and the subcuticular layer was closed with 5-0 monocryl and then the epidermis with interrupted 5-0 fast absorb sutures. The complex wound closure measured 2 cm in total length. The patient tolerated the procedure without complication. The patients condition was stable and estimated blood loss was negligible. There were no drains and she was disposited to home. The outcome of the events remained unchanged.